Event description:
A caller reported an error with their cgm, specifically error 42, during their sensor session. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided detailed instructions to reset the pump, and after following these steps, the cgm error code no longer appeared. The caller successfully started a new sensor session.